Event description:
It was reported that the patient had receive medical attention via ambulance with hypoglycemia on ((B)(6) 2025). The patient's blood glucose levels declined to 64 mg/dl while wearing the pod between 24 and 36 hours. The patient reports having a loss of consciousness. As treatment, the patient reports drinking a lot of tea. Upon arrival of the paramedics the patients blood glucose level was checked and no treatment was provided. The patient was with the paramedics for 1 hour. The patient did not go to the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical attention and low blood glucose levels with a loss of consciousness. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.6. Hardware: iphone17.4. Cgm sensor type: g7.